Event description:
It was reported that during interrogation, the device lost telemetry in the middle of the session and could not be re-interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the reported field event. Upon receipt, a visual analysis revealed a cracked telemetry substrate. This would prevent normal telemetry communication. Once the telemetry coil was repaired, normal communication was established. The device's functionality was tested on the bench. No other anomalies were found. The device met all test specifications. The anomaly found did not affect normal therapeutic functions.

Event description:
The teamcare unit was being used to monitor a mother/child in an ante-natal environment. The heart-frequency (heart rate) displayed on the monitor was described as shaped like a sinus-curve, which immediately alarmed the doctors. As the unit showed the movements of the child, which were sometimes very strong, the doctors assumed that the child at least was in good health. However, at a time later, the doctors then discovered that the child was actually stillborn.